Manufacturer narrative:
New information in b tab material information added in d tab investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs of the implicated 22g insyte autoguard IV catheter were returned for evaluation. The implicated device was held in a gloved hand. Red residual fluid, consistent with blood, was seen within the catheter tubing, catheter adapter and flash chamber. The needle was inlaid within the catheter. A small gap was noted between the safety shield finger grip and the catheter adapter, indicating the catheter had been partially advanced off of the needle. The needle tip was seen protruding through the side of the catheter tubing near with the catheter tubing bent where the needle exited through the catheter. This type of damage results when the needle perforates the catheter wall. The perforation occurred near the end of the catheter tubing. As the device showed evidence of use, the damage may have occurred during clinical use. A needle perforating through the catheter may occur in the clinician setting during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing while the tubing is in the vein; however, as it was reported that the customer was unable to advance the catheter, it is possible that the damage was not detected until after an attempt was made to insert the needle. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A device history record review could not be performed as the lot number is unknown.

Event description:
Additional information describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Inserting the 22gauge angiocath, nurse was unable to advance the catheter and when she pulled it out the tip was bent. Required usage of another catheter. This happened twice in the week and the lot was sequestered. No issues since discontinuation of lot #.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter: xxxxx was having an issue with a small perforation at the end of their 22g insyte IV catheters, they reported that this happened on 2 occasions with 2 different nurses. They are aware of the risks of re-cannulating the catheter at a heightened insertion angle which could potentially lead to the bevel puncturing the catheter